Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and there was a low charging current due to an hv circuit anomaly on the hybrid. The cause of the hybrid anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving an alert due to the extended charge time. The physician performed the capacitor maintenance test and confirmed the problem. The device was explanted. The patient was stable post procedure.